Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site, and test drove the system to recreate engagement/match grip issue. The fse could not recreate any errors. The fse performed grip recalibration on the left and right master tool manipulators (mtm). The left mtm failed the initial test while the right mtm failed both the opto tests and the mtm test. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the intuitive representative informed the technical support engineer (tse) the customer had an issue the day before and not that day on universal surgical manipulator (usm) 4 they were unable to get the matching grips to work. The customer installed a spatula, and it wasn¿t working but the jawed instrument would not go into following mode. The tse asked the customer when they had a chance to move the micro forceps from usm 2 to usm 4 to see if it would go into following mode. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The correct event date was found to be 05/14/2025, instead of 05/15/2025.

Event description:
Refer to h11 for follow-up information.